Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was plugged in, it was not receiving power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that when the device was plugged in, it was not receiving power. The customer had a very old service manual (rev a). The remote service engineer (rse) provided the customer with the latest service manual (rev t) and informed the customer to reference the service manual to verify whether the right 120 ac voltage was going into the power supply and the right 24 dc volts was going to the power management (pm) printed circuit board assembly (pcba). The customer tried a different internal battery, and the device powered on. The customer believed that the cause could be due to a faulty power supply. The customer tried a power supply from another device, and the device was not working on the alternating current (ac) power source. The rse provided the customer with the part number of the replacement power supply for repair. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 23apr2025, 02may2025, and 15may2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.